Manufacturer narrative:
Pending evaluation concomitant device(s): equinoxe reverse 42mm glenosphere (cat# 320-01-42/ sn# (B)(4)) , equinoxe reverse 42mm humeral liner +0 (cat# 320-42-00 / sn# (B)(4)), eq reverse torque defining screw kit (cat# 320-20-00 / sn# (B)(4)), equinoxe reverse tray adapter plate tray +0 (cat# 320-10-00 / sn# (B)(4)), equinoxe, humeral stem primary, press fit 13mm (cat# 300-01-13 / 5567645), gps implant kit v2 (cat# a10012 / sn# (B)(4)).

Event description:
Revision of shoulder replacement due to infection. Debrided and most components removed and replaced. Original stem and baseplate were left in situ.

Manufacturer narrative:
Section h10: (h3) as reported, approximately 10 months postoperative the initial tsa, this 75 y/o male was revised due to infection. The shoulder was debrided, and most components were removed and replaced. The stem and baseplate were left in place. Patient was last known to be in stable condition following the event. Devices were discarded by the facility. All available information has been received at this time. Per IFU# 700-096-004, postoperative counseling and care is important. It is recommended that regular, long-term postoperative follow-up be undertaken to detect early signs of component wear or infection, and to consider the course of action to be taken if such events occur. A suitable rehabilitation program should be designed and implemented. ¿infection is a clinically well known potential complication of any surgical procedure including knee arthroplasty. If infection occurs after knee replacement, whether related to the procedure or otherwise, the foreign metal and plastic implants can serve as a surface for the bacteria to latch onto, inaccessible to antibiotics. Even if the implants remain well fixed, the pain, swelling, and drainage from the infection make the revision surgery necessary. With current surgical techniques and antibiotic regimens, the rate of infection following total knee arthroplasty ranges from 0.4% to 2.5%.1 the highest risk period for infection is between six months and three years.2 based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition or is nosocomial in nature. References 1. P.b. Voleti, k.d. Baldwin, and gwo-chin lee. ¿use of static or articulating spacers for infection following total knee arthroplasty: a systematic literature review¿. The journal of bone and joint surgery. Sept 2013; 95-a: 1594-9. 2. J.b. Meding, m.a. Ritter, k.e. Davis, and a. Farris. "Meeting increased demand for total knee replacement and follow-up: determining optimal follow-up". The bone and joint journal. Nov 2013; 95-b: 1484-9. Section h11: *the following sections have corrected information: (b5) as reported, approximately 10 months postoperative the initial tsa, this 75 y/o male was revised due to infection. The shoulder was debrided, and most components were removed and replaced. The stem and baseplate were left in place. Patient was last known to be in stable condition following the event. Devices were discarded by the facility. All available information has been received at this time. (D1) brand name: equinoxe. (D2) common device name: equinoxe reverse 42mm humeral liner +0. (D4) catalog number: 320-42-00. Serial number: (B)(6). Expiration date: 07-aug-2023. Unique identifier (UDI) #: (B)(4). (D11) concomitant device(s): - equinoxe reverse 42mm glenosphere (cat# 320-01-42/ sn# (B)(6)). - eq reverse torque defining screw kit (cat# 320-20-00 / sn# (B)(6)). - gps implant kit v2 (cat# a10012 / sn# (B)(6)). (H4) device manufacture date: 09-aug-2018.

Event description:
As reported, approximately 10 months postoperative the initial tsa, this 75 y/o male was revised due to infection. The shoulder was debrided, and most components were removed and replaced. The stem and baseplate were left in place. Patient was last known to be in stable condition following the event. Devices were discarded by the facility. All available information has been received at this time.